Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ syringe with bd luer-lok¿ tip when the syringe is pushed to empty the contents, the product is leaking out. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a photo was provided to the (B)(4) plant for evaluation. The photo showed medication leaking past the stopper of the syringe therefore failure mode is verified. No sample was provided for additional testing so root cause could not be determined. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. No related issues or defects were found in DHR. No related quality notifications were issued for this batch number. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although the defect was not confirmed for this instance, bd has investigated following the CAPA process a similar reported issue and actions have been initiated. CAPA (B)(4) has been opened for 60ml leakage issues.